Event description:
The customer reported that the device was "unresponsive" and would not power on via ac or battery power. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.